Event description:
This is a spontaneous case report received from an adult female consumer in united states on 02-feb-2015 who had essure (fallopian tube occlusion insert) inserted in 2011 or 2012. The hsg (hysterosalpingogram) was performed 3 months later and the results were fine. Right after the procedure she started to experience reactions due to essure; she had no prior history of such events. She has now a reaction to eggs, experiencing stomach problems and reporting that she cannot go to the bathroom for at least five hours and has a lot of pain. She used to have regular periods, but now they are irregular, with bleeding three days and then stopping and then bleeding two days and then stopping for a week; she was started on oral birth control pills in the beginning of (B)(6) 2014 to regulate her period, but they did not work and were discontinued in the last week of (B)(6) 2015. She also keeps getting bumps on her since the procedure and her healthcare provider thinks that she may have a nickel allergy; she reported that she was never told that the coils contained nickel. She feels sick all the time, has sharp pains/constant pain and feels like someone is stabbing her in the stomach when she moves, twists or stretches. According to her, the physician who did the procedure does not think that her evens are related to essure, but her primary physician believes that this is possible since her symptoms started soon after insertion. Regarding only the pain, both physicians are unsure about the cause. She asked her inserting physician for an x-ray to check if the inserts have moved, but he performed a clinical exam instead and reported that she could check it via pap smear. She wants to have her devices removed, but she could not find a doctor who would check the location of coils and remove them. Ptc investigation result was received on 18-feb-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample was available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up received on 10-jun-2015: the required number of follow-up attempts has been completed with no response to date. Case considered to be closed. Follow-up received on 24-jun-2015: information received from nurse states that a non-pregnant patient who had essure inserted on (B)(6) 2012 for permanent sterilization, developed a nickel allergy and will have surgery on (B)(6) 2015 to remove essure micro-inserts. Reporter said patient started to complain of allergy symptoms on (B)(6) 2014 and, on (B)(6) 2015, nickel allergy was confirmed. Follow up 02-jul-2015: duplicate ptc results were provided without changes. No new information was provided. Follow-up information received on 21-jul-2015 from the consumer: consumer data was updated. She was (B)(6) at the time of essure insertion. Essure was inserted on (B)(6) 2013. She had a bad nickel allergy that was making her sick and felt like essure was constantly sticking her. She developed an egg allergy soon after essure inserted. She was eating things with egg and she became so sick, vomiting and could not go to the bathroom for about 4 to 5 hours. She developed a rash all over within 6 weeks of essure being inserted. The rash would come and go. They could not figure it out so nurse told her to go to store and buy jewelry with nickel in it and she broke out from it. The button on her pants even left a mark on her skin under the button. It had nickel in it. She saw another doctor and he said the rash was staph but did not do a culture. Doctor who inserted the essure said it had to be removed due to nickel. She received antibiotics as treatment. Essure coils and tubes were removed laparoscopically on (B)(6) 2015. The rash was almost gone and now she can eat eggs; her body feels fine now. Case upgraded to incident. Follow up information (general questionnaire) received on 28-jul-2015 from health care provider: the physician confirmed all event and details previously reported. The patient medical history include allergies to sulfa and erythromycin. She has no previous gynecological problem or procedures. Essure lot number was a45106 (expiration date 31-aug-2015). Patient was not postpartum at time of essure insertion. During the procedure, cervical dilation was done (17 french dilator passes easily), and sounding showed 8cm of length. No general anesthesia was applied; it was used valium and hydrocodone. The procedure was considered easy by physician, with easy visualization of both ostia. During the hysteroscopy, there was more than 1500cc of fluid loss. The procedure did not take more than 20 minutes. The patient used orthotricyclen as back up contraception. On (B)(6) 2013 (discrepant information reported), the hsg (hysterosalpingogram) was performed and showed the tubes occluded and correct placement. On (B)(6) 2015, a (B)(6) was done and had negative result. On (B)(6) 2015, an x-ray was done and showed the devices in place. On the same day an EKG (electrocardiogram) was also performed for chest pain and right arm pain. Patient also experienced shoulder pain. The physician reported that otc (understood as orthotricyclen) was used as treatment to regulate menstrual cycle. Hospitalization was not required. On (B)(6) 2015, the devices were removed laparoscopically, bilateral salpingectomy was necessary; the procedure was considered medically necessary and was also performed due to patient's request. During the hysteroscopy normal findings were observed. During surgery the coils were in proper position. The pathology showed no signs of infection. The physician stated the patient's condition was due to nickel allergy caused by essure. He mentioned the patient was doing much better since removal of devices and the nickel allergy seemed to be gone; her symptoms resolved after surgery. Ptc investigation result received on 05-aug-2015. Ptc global number (B)(4) lot number a45106 (production date aug-2012; expiration date 31-aug-2015). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up received on 06-aug-2015: information received states that patient had essure, lot number a45106 and expiration date 31-aug-2015, inserted on (B)(6) . Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and developed nickel allergy. The essure inserts and her fallopian tubes were removed by laparoscopy. She recovered after this procedure. The reported event was considered serious due to medical importance and is listed according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, and hives that resolve after device removal. In this particular case, 6 weeks after essure placement, the patient developed a rash. She also had pain and egg intolerance. Physician believed her issues were due to a nickel allergy caused by the essure devices. Considering this information, the positive temporal relationship and dechallenge, causality with the suspect insert cannot be excluded. Additionally, non-serious events were reported. This case, initially regarded as non-incident, was upgraded to incident since a surgical intervention for essure removal was reported upon follow-up. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 17-jun-2016: lawyers were added as reporters and the case became a legal case upon receipt of the legal claim. Plaintiff is married. In or around (B)(6) 2012, plaintiff underwent the essure procedure. Shortly after undergoing the essure procedure, an hsg test was performed and plaintiff was advised that her coils were properly placed. However, plaintiff's post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, abdominal bloating, abdominal pain, excessive weight gain, dental problems, and chronic fatigue. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms, but was unable to resolve her symptoms. On or around (B)(6) 2015, plaintiff underwent a partial hysterectomy to have the essure coils removed. After surgery, plaintiff was informed that her essure coils had perforated through her fallopian tubes. Plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. No further information was provided. Company causality comment: this medically confirmed, legal and spontaneous case report refers to a (B)(6) female plaintiff who had essure (fallopian tube occlusion insert) inserted and developed nickel allergy. The essure inserts and her fallopian tubes were removed by laparoscopy and a partial hysterectomy was also performed. After this surgery, plaintiff was informed that her essure coils had perforated through her fallopian tubes. The reported events were considered serious due to their medical importance and are listed according to essure's reference safety information. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, and hives that resolve after device removal. In this particular case, 6 weeks after essure placement, the patient developed a rash. She also had pain and egg intolerance. Physician believed her issues were due to a nickel allergy caused by the essure devices. The exact date and mechanism of fallopian tube perforation were not known. Considering their nature, the positive temporal relationship, dechallenge positive for nickel allergy, causality between the events and suspect insert cannot be excluded. Additionally, non-serious events were reported. This case, initially not regarded as incident, was upgraded to incident since a surgical intervention for essure removal was reported upon follow-up. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information will be obtained through the litigation process.